Event description:
The customer contact reported a whitescreen error. The pump was returned to the biomedical department with an unsigned note that stated, "white screen." No tracking info was provided; therefore, event details were not available. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, after the device was powered on the device alarmed software error with a white screen. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.